Manufacturer narrative:
(B) (4). The case was cancelled due to unavailability of system within 14 days. (B) (4)

Event description:
The customer reported that the system was blowing the circuit breakers. They moved the c-arm to a different plug to continue the procedure.